Event description:
Hospital has a custom hand and elbow pack that contains a variety of items including a bovie tip. As the surgery was going on the bovie tip remained hot even though it was not in use.